Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was rotated; however, the first band failed to deploy. Another attempt was made to deploy the band and the band successfully released even without being fully rotating the handle, and the procedure was completed with this device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.